Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6fr sheath prior to a transluminal endovascular aneurysm repair (tevar) procedure. Reportedly, upon pushing the lever down to the body of the device in order to close the foot, it was unable to totally re-align and the foot stayed open approximately 20%. Resistance was felt upon removal of the device from the vessel with the foot still open. A larger hole was created at the access site; however, bleeding was manageable with a 20fr sheath. The proglide suture deployment worked properly and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The foot retraction problem was not confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Tissue damage is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported retraction problem; however difficulty removing the device, tissue damage, and treatment appear to be related to circumstances of the procedure. Additional proglide devices were used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.